Manufacturer narrative:
See MDR 1920664-2010-00181 for the intraocular lens used with this delivery device.

Event description:
The haptic was damaged due to the delivery device as the lens was implanted in the pt's eye. The incision was enlarged to remove and replace.